Manufacturer narrative:
E1: phone number was not available. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), (B)(6), and the reported hemolysis could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these events could not conclusively be determined through this evaluation. The submitted log file contained events from (B)(6) 2024 to 24jan2024. Throughout the file, steady upward trends were observed in pump power and estimated flow. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2024 when the patient ultimately expired. The device was not explanted for evaluation (refer to MFR # 2916596-2024-01158). The relevant sections of the device history records for vad-1690 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses pump parameters including pump power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. In reference to pi, section 1 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and a lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 6, "patient care and management" (under "pump performance monitoring"), addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that elevated power and flow was noted. A pump-related event was suspected. Log files were extracted and lab tests, an echocardiogram (echo), and a computed tomography (CT) were performed. Log files did not contain any unusual events. Labs revealed that the patient had high lactate dehydrogenase (ldh) levels and signs of hemolysis. The patient also had elevated free plasma hemoglobin.